Event description:
The caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The caller replaced the cartridge before contacting technical support, and they were advised to reach out again if the issue recurred.